Event description:
The patient underwent insertion of a left subclavian double lumen port for chemotherapy. The patient underwent removal of a left subclavian double lumen port because the chemotherapy treatments were completed.the patient is admitted for evaluation and treatment of nodularity in the left chest wall at the insertion site of the double lumen port that was removed. The patient underwent removal of a foreign body in the left subclavian area. The foreign body was an encapsulated segment of plastic from the port. After speaking with the circulator in the or, the investigation revealed that the retained foreign body was a catheter lock.